Manufacturer narrative:
9/2/1998-supplemental report #1 sent to FDA.

Event description:
The product was used during a gastrectomy procedure. Reportedly, the nurse cut her finger on the knife blade. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.